Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor had no electrode after remove and also had sensor error alarm. The customer¿s blood glucose level was 130 mg/dl at the time of the incident. The sensor will not be returned for analysis.